Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level of 54 mg/dl. Customer's blood glucose value was 292 mg/dl at the time of the incident and customer's current blood glucose level was 165 mg/dl. Other blood glucose level of the customer were 270 mg/dl, 310 mg/dl and 259 mg/dl. The customer was assisted with the troubleshooting. Low blood glucose level of the customer was treated with the insulin pump and manual injections. The insulin pump will not be returned for the analysis.